Event description:
A tandem mobi cartridge alarm was reported by the customer, indicating a possible malfunction. There was no adverse impact on the customer's blood glucose level. No additional information was received regarding any corrective actions taken or other outcomes of the event.